Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 with a longitudinal incision with a bifurcation in a normal location. Since implant, the patient experienced an overactive salivary gland and lip numbness on the right side of their mouth causing a lisp. The surgeon expected the symptoms to resolve; no intervention was planned. Barostim therapy was increased to 6.0ma on (B)(6) 2025. As of (B)(6) 2025, the patient had started feeling some better. As of (B)(6) 2025, the patient had been doing better and starting to recover. As of (B)(6) 2026, the patient was still experiencing a lisp but was feeling much better and did not want to change any barostim settings.

Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated from 3.0 to 4.0ma on (B)(6) 2025. Since implant, the patient experienced an overactive salivary gland and lip numbness on the right side of their mouth causing a lisp. The surgeon expected the symptoms to resolve; no intervention was planned. Barostim therapy was increased to 6.0ma on (B)(6) 2025.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the implant procedure. In the opinion of cvrx's physician consultant, it was possible the hypoglossal (cn12) and glossopharyngeal nerves (cn 9) were affected by the implant. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 with a longitudinal incision with a bifurcation in a normal location. Since implant, the patient experienced an overactive salivary gland and lip numbness on the right side of their mouth causing a lisp. The surgeon expected the symptoms to resolve, no intervention was planned. Barostim therapy was increased to 6.0ma on (B)(6) 2025. As of (B)(6) 2025, the patient had started feeling some better. As of (B)(6) 2025, the patient had been doing better and starting to recover.